Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation cause by the lifevest. The distributor's support services reported from the field that the irritation was a pressure sore under the vibration box. There was no alleged device malfunction. The patient's physician cleaned the area with peroxide and placed a foam dressing over the area. The patient reported the skin as healing.